Manufacturer narrative:
H3: product analysis of ped2-500-20, lotno:b641629. Visual inspection/damage location details: the distal and proximal ends of the braid were found fully opened and frayed. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. The cause of failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity and damaged braid. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and was found damaged. The patient was undergoing surgery for treatment of an amorphous, unruptured, large aneurysm in the left cavernous sinus segment with a max diameter of 10 mm and a 8 mm neck diameter. Landing zone: distal: 4.6 mm and proximal: 4.98 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The angiographic result post procedure showed a left sided, cavernous sinus segment large aneurysm. It was reported that after the access was established, the stent was delivered and released normally. Based on the results of multiple calibration measurements, ped2-5-20 was finally selected. The stent catheter was delivered to the distal trunk of the middle cerebral artery, and then the stent was released. After it was released for a long enough distance, it was seen under radiography that the proximal and middle sections of the stent were well opened, but the tip end was not opened. The stent catheter was retrieved and released again, but after it was released again, an olecranon-shaped barb was seen at the tip end of the stent under radiography. Multiple angiograms confirmed that the tip end of the stent was damaged. Then the stent ped2-475-25 was replaced and the stent was released smoothly. Finally, a CT scan of the stent was performed. It was found that the stent adhered well and the contrast agent retention in the aneurysm was obvious. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the pipeline damage was not determined. The pipeline was not placed in a vessel bend when it failed to open, it was in the straight section of the m1. There were no additional steps or other devices attempted to open the pipeline.